Event description:
Nurse called in and said the pump was not advancing, tried to troubleshoot. Will email iig team to send another pump. The pump box that we send the new pump in will be the pump box to return the pump in. Pump was not connected to the patient. No harm to the patient. Curlin pump - sn (B)(4). Dates of use: (B)(6) 2016 to ongoing.